Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, while the harvester was pushing and pulling the c-ring on the hemopro, the c-ring broke off. The device had not yet been placed in the patient's leg. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the device was received with the c-ring (broken) in half. The broken c-ring half was still attached to the c-ring slider wire which extends and retracts from the cannula. The other broken c-ring half was still attached to the scope wash tubing and inside the cannula lumen. The c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces. The most likely cause of the c-ring breaking in two pieces was that it came in contact with the hemopro hot jaw while the jaw was energized. The reported failure was confirmed. A lot history record review cannot be performed because the lot number was not provided by the hospital.